Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third party service center for evaluation. Visible foam particles were observed in the device assembly. Extreme dirt was observed in the device also. No error codes were found in the device log history. The device was scrapped.